Manufacturer narrative:
(B)(4). Date of initial report: 01/17/2017. Date of follow-up report 1: 01/17/2017. Date of follow-up report 2: 02/03/2017. One lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned sample met specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported the device did not seal. The reported condition was not confirmed. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations and turning the rotation knob to each stop to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that they used an lf1637 and heard end tones, indicating a complete seal cycle. After cutting the vessel, the surgeon noted the tissue was not coagulated. The staff opened a new lf1637 and it worked without a problem. There was no patient injured, no extension of incision, no extension or surgery time more than 30 minutes, no blood loss, no tissue damage or loss, no change of procedure from laparoscopy to an open surgery, and no part fell into the patient's cavity.

Manufacturer narrative:
(B)(4).